Manufacturer narrative:
Lot 08510be00, exp 08aug2020; lot 11221be00, exp 18nov2020. Concomitant medical products = architect stat high sensitive troponin-I , list 3p25; architect stat high sensitivity troponin-I assays, list 2r98 . Device manufacture date = lot 08510be00- dom 30aug2019; lot 11221be00- dom 05dec2019 . Correction/removal report number = 3002809144-04/29/20-003-c. All previous lots are impacted by this issue. The lots listed in this MDR are the only in-date lots. Preliminary results from abbott internal analysis of field data from these two assays show a potential to generate falsely elevated of patient results. The investigation into this issue is in process. A follow-up MDR will be submitted when the root cause has been identified and further, corrective actions may be implemented and communicated upon completion of the investigation. A product correction letter has been issued to all customers who have received the architect igentamicin reagent kit. The product correction letter informs the customer of the issue with the architect igentamicin reagent and provides the customer with the necessary actions to take to mitigate the issue. An evaluation is in process.

Event description:
Abbott identified that samples tested for architect stat high sensitive troponin-I and stat high sensitivity troponin-I assays (ln 3p25 and ln 2r98) may show interaction when processed directly after the architect igentamicin (ln 1p31-25) assay and patient results might be impacted. There has been no reported harm or impact to patient management as a result of this issue.

Manufacturer narrative:
Continued information for section d4 lot #, expiration date= lot 08510be00, exp 08aug2020; lot 11221be00, exp 18nov2020. Continued information for section d11 concomitant medical products= architect stat high sensitive troponin-I , list 3p25; architect stat high sensitivity troponin-I assays, list 2r98. Complete information for section h9: correction/removal report number = 3002809144-04/29/20-003-c all previous lots are impacted by this issue. The lots listed in this MDR are the only in-date lots. This follow-up MDR is being sent to correct information previously sent in the initial MDR. Section h3. Device evaluated by manufacturer, section h6. Event problem and evaluation codes and section h11 corrected data have been updated to reflect the changes. Investigation to date into this issue has identified that carryover can occur from interaction of the gentamicin tracer into the hs troponin-I conjugate via r2 pipettor on the i2000sr and via the only pipettor on the i1000sr. This carryover has the potential to cause falsely elevated troponin results. A product correction letter has been issued to all customers who have received the architect igentamicin reagent kit. The product correction letter informs the customer of the issue with the architect igentamicin reagent and provides the customer with the necessary actions to take to mitigate the issue.